Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was broken and no longer charged the pump. In addition, the wall adapter was not charging the pump. There was no reported impact to customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using a different usb cable and wall adapter.